Event description:
The customer reported that while the unit was in use on a patient, the unit failed to power up when the rocker switch was tripped. After a second attempt, the unit was successfully powered up, but the rocker switch had to be left in the "on" position for the duration of the case. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the ac power rocker switch. The unit was tested to factory specification. It functioned normally and was returned to the customer.